Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with the high blood glucose 440 mg/dl. The customer's other blood glucose was 351 mg/dl, 395 mg/dl, 408 mg/dl, 378 mg/dl, 364 mg/dl, 385 mg/dl. The customer was treated with the insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The troubleshooting was performed for the high blood glucose. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The product will not be returned for analysis.